Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.62 volts prior to implant. A capacitor reformation performed. It was reported that the device was not exposed to cold temperatures. The device will be returned.